Manufacturer narrative:
Part and lot number combination could not be verified in our system. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, a trochanteric fixation nail advanced buttress compression nut was cross threaded on the screw guide sleeve making it difficult to remove from the targeting arm. As a result, the surgeon removed the devices as one piece. There was no surgical delay. Surgical procedure was successfully completed. Patient outcome is unknown. Concomitant devices reported: unknown aiming arm (part unknown, lot unknown, quantity unknown). This report is for one (1) blade/screw guide sleeve. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
A device history record (DHR) review was conducted: part: 03.037.017. Lot: 9542998. Manufacturing site: (B)(4). Release to warehouse date: (B)(6) 2015. The device history record shows this lot of 48 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: visual inspection of the returned device performed at customer quality (cq) confirmed the condition of a buttress compression nut cross threaded on a protection/guide sleeve which agrees with the reported complaint condition. The nut is stuck approximately 23mm from the most proximal threadform of the protection/guide sleeve. There exists post manufacturing thread damage surrounding the area where the nut is stuck. The returned sleeve also has missing red color indicators. The missing epoxy was investigated under corrective and/or preventative action (CAPA) and does not require any additional investigation in this complaint investigation. A functional test was conducted and the buttress nut could not be moved/translated on the guide sleeve. Therefore the reported complaint condition of the nut and sleeve being stuck together was able to be replicated and confirmed at cq. The aiming arm involved in the event was not returned. Therefore the reported condition of the 2 stuck together devices being difficult to remove from the targeting arm was not able to be replicated at cq. The returned device was manufactured in june 2015. The device history record shows this lot of 48 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Document/specification review: the relevant drawings were reviewed; the protection/guide sleeve (03.037.017) is a reusable instrument in the trochanteric fixation nail advanced system to aid with head element insertion. No product design issues or discrepancies were observed. Dimensional analysis on the protection/guide sleeve major thread diameter of the shaft near the stuck buttress compression nut measured at cq and it falls within the specification based on relevant drawing. A definitive root cause for the buttress compression nut becoming stuck on the protection/guide sleeve could not be determined based on the provided information. A corrective and/or preventative action for the missing red epoxy is already launched. See related action. This complaint is confirmed. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings regarding the devices becoming stuck together, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.